Event description:
The customer reported experiencing a cartridge alarm 20 on multiple occasions over three days, with the issue recurring both during pumping and while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer was unable to successfully resolve the issue despite following proper loading techniques with the help of technical support. As a result, technical support arranged for a replacement pump to be sent, advised the customer on receiving and setting up the new pump, and instructed the return of the defective pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery until the replacement pump arrived.